Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2015. Of note, the reportable serious injury of erosion is normally submitted via an alternative summary that would have been due on (B)(6) 2015. Information was subsequently received on (B)(6) 2015 and revealed lead analysis tested out of specification. This product no longer qualifies for summary reporting and is therefore being submitted as a bimonthly report. Product event summary: the medial segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported erosion occurred. The implantable cardioverter defibrillator (ICD)&#1241;stem was explanted and later replaced. It was further reported that during explant of the left ventricular lead, the locking stylet did not reach the ring electrode and a fracture occurred in the lead when pulled back to the mid superior vena cava. A lead fragment was removed via snare through the right femoral vein. The right ventricular lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.